Manufacturer narrative:
G4: 28mar2020. B4: 31mar2020. A power management board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was determined to be a failure of source select integrated circuit (ic u42). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported that the touch screen was locking up. They also reported that the ventilator produced the "auxiliary alarm supply failed," "backup alarm failed at power on self-test," and "5 volt supply failed" diagnostic codes. There was no patient involvement. The customer calibrated the ventilator and this resolved the screen locking. However, the ventilator then produced the "auxiliary alarm supply failed," "backup alarm failed at power on self-test," and "5 volt supply failed" diagnostic codes. The customer replaced the power management board. The reported problems were resolved.